Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib dom, rep. Turning off during case. (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although the complaint could not be confirmed, the probable root cause could be a bad reed switch in the safe light cable used at the time of the case. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.